Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va01czn, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that stimulation was too high and was uncomfortable. The reporter stated that the patient was trying to make an adjustment with the patient programmer but did not know how to. It was noted that the patient was on program 2 at 0.5 volts. The patient decreased the setting to 0.4 volts and was 'more comfortable.' It was noted that patient education on patient programmer use resolved the issue. The device was implanted the morning of the report. Three weeks later, it was reported that the device 'wasn't working properly.' The reporter stated that the patient had the device at 1.5 since her health care provider (hcp) increased it because the patient didn't feel the stimulation. It was noted that the device 'felt like it was working better' for voiding habits. The patient was getting 'spasms' that were hurting her. It was reported that when the patient sat down or got in and out of her car, the patient got 'severe pain' in the vaginal area where the labia was. When the patient lay down at night, she got 'shooting pains' and 'could scream because they were so bad.' The patient 'could not lie completely on her back.' It was reported that the patient 'seemed convinced' that she should feel the stimulation all the time. The reporter stated that the patient was on program 1 but then it was 'somehow' changed to program 2 at 1.5 volts. A day later, it was reported that the patient had slightly more symptoms after decreasing stimulation and was still feeing spasms. The patient changed to program 3 at 0.5 volts. The reporter stated that the patient did not feel a spasm when she lay down after changing programs. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information indicated that the patient was still having concerns with her device or therapy, but she was working with her doctor or manufacturer representative. The appointment date was noted as (B)(6) 2013. Two weeks later it was indicated that the cause of the event was unknown and that the patient had not contacted the doctor's office.